Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation. Defect was detected: discoloration of test strips. Most likely underlying root cause: rc-06 I storage outside specifications. Rc-072 vial left open for an extended period of time. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high control and high glucose test results. The customer is concerned with control tests results from results obtained of 60mg/dl and blood test reults of 128 and 136mg/dl. The expected fasting blood glucose test result range is 100-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/26/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).